Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 22.7 mmol/l. Customer was treated with insulin pump for high blood glucose level and was eating for low blood glucose level. Customer stated insulin pump was not working and also received sensor updating. It was unknown that customer was using auto mode or not. Customer declined troubleshooting for high and low blood glucose. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed-inf set.